Event description:
It was observed that during the device evaluation, the flex video scope exhibited the distal cover had crystallized. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the crystallization could not be identified. The most probable cause is stress such as damage or deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.